Event description:
Report received from the USA stating that the device was "blocked and that it seems that there was a loose piece of the device inside the attachment." It was unknown to the reporter if the device was used in surgery or if there were injuries or medical intervention reported. There was no additional information provided.

Manufacturer narrative:
The device has been received by anspach. The device was evaluated and the event was duplicated. Evidence indicates this was due to usage wear over time. The event was confirmed. If additional information is received, a supplemental report will be sent. Ref: (B)(4).